Manufacturer narrative:
Investigation conclusion: the customer's complaint of false negative coc was not replicated with in-house testing of retains of lot w62468rb. Manufacturing batch records for lot w62468rb were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. This event is being reported as part number 94400eu is same/similar to k060791.

Event description:
The customer reported continually receiving negative cocaine results using the triage tox drug screen panel. The customer performed confirmatory testing on one patient sample after receiving a negative cocaine result using the triage tox drug screen panel. The customer received a positive cocaine result of 389 ng/ml using the siemens dimension exl 200 analyzer.